Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue could not be verified while based on the analysis, the alleged battery issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.